Event description:
The patient had 2 resolute integrity drug eluting stents implanted without any reported issue. Approximately 7 weeks post index procedure, the patient was hospitalized due to developing a rash and hives. Patient is having allergy testing. Medication was ceased for 2 days and patient was treated prednisone with an improvement observed. Medications are been added back weekly.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - allergic reaction. No results available since no evaluation performed - device or procedural images not provided for review. Conclusion: inherent risk of procedure-allergic reaction. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).